Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm leaked at the catheter junction. The following information was provided by the initial reporter, translated from chinese to english: a child was hospitalized for community-acquired pneumonia. On (B)(6) 2025, at 12:40 p.m., while administering fluids to the child, a leak was discovered in the hose of a closed IV needle that had been left in place for the day. The infusion was immediately stopped, the needle was removed, and the closed IV needle was replaced with a closed IV needle for puncture infusion and reported.

Manufacturer narrative:
1. Production record check, lot#: 4145141. 1) this batch of products will be assembled in jingma automatic line 2 in july 2024 and packaged in r240 packaging line in july 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 4) check the incoming material inspection record of the hose, no abnormality is found. 2. Customers return samples and photos without defects. 3. The retained sample of this batch was taken for 45psi leakage test. The sample passed the test and no leakage was found at the hose. 4. No similar complaints about this batch of products have been received from other hospitals. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals for this batch of products. Because the cracking state of the hose cannot be identified, the root cause of the leakage at the hose cannot be confirmed.

Event description:
No additional information provided.